Event description:
Caller reported an alarm 2 related to an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support instructed the caller through several troubleshooting steps, including disconnecting tubing and delivering boluses to address the issue. Despite the occlusion alarm recurring, a successful bolus was eventually delivered. The customer planned to replace supplies as necessary and resume normal insulin therapy.